Event description:
Boston scientific crm received information that this patient's right ventricular lead had previously dislodged and was repositioned. Additionally, some ventricular undersensing was noted. The sensitivity floor was adjusted which seemed to work well and the lead was repositioned. One week later, we received new information that the right ventricular lead dislodged a second time. The patient was already in the hospital for leg clots and during that time, a heart rate of 20 bpm was observed. External pacing was administered. The physician elected to explant the lead and replace it with a new lead. Upon extraction of this lead, tissue was noted in the helix. One month later, the patient called our company to report he has been feeling his heart fluttering when walking up hills for the past two weeks. When he checked his pulse it was 28bpm. Technical services recommended the patient contact their physician about the reported symptoms.

Manufacturer narrative:
As of this report, the device remains in service. There is no further information available. Should additional information become available, this event would be updated.